Manufacturer narrative:
The investigation determined that discordant vitros anti- sars-cov-2 igg (cov2igg) results were obtained from two different patient samples when processed using vitros cov2igg reagent lot 0160 on a vitros xt7600 integrated system. A definitive assignable cause for the discordant reactive results could not be determined with the information provided. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all qc fluid results were within the correct instructions for use (IFU) interpretation region. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0160. Additionally, there is no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. It was concluded that the vitros cov2igg test generated false positive results for the samples under test. Both patients had tested negative, non-reactive using a covid 19 rapid test and had both returned a negative polymerase chain reaction (pcr) covid 19 antigen test. Furthermore, the patients were reported to be displaying no symptoms of covid 19 infection. The vitros cov2igg IFU does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. (B)(4).

Event description:
The customer reported that discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results were obtained from two different patient samples when processed using vitros cov2igg reagent lot 0160 on a vitros xt7600 integrated system. Patient 1 result of 3.18 and 3.66 s/c (reactive) versus the expected result of non-reactive . Patient 2 result of 1.28 and 1.29 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The reactive vitros cov2igg results were not reported from the laboratory to a physician. Ortho is not aware of any allegation of patient harm as a result of this event this report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).